Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01086. It was reported the trial leads were cut unintendedly during post-operative programming session. The physician took the patient back to surgery and the trial leads were explanted and replaced with another model which resolved the issue. Date of birth is unknown at this time.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01086.